Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer universal modular electric/battery single trigger handpiece along with the included items, failed during a knee replacement. The oscillating saw attachment. Could be seen with smoke coming from it. There was no patient harm or delay reported, and th procedure was completed with an alternate device.